Event description:
It was reported that, during a rotator cuff repair, one (1) footprint ultra suture anchor broke. The procedure was resumed, using an equivalent s+n backup; however, it is unknown if there was a surgical delay. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H11: internal complaint reference(B)(4). H2: additional information: h6: medical device problem code. H3, h6: part of the reported device was received for evaluation. A visual inspection revealed he device was returned in original packaging with the batch number of the complaint on the label. The anchor assembly was not returned. The tip of the insertion device is bent. The green retention and white sutures were returned with no visible defect. Bio debris is present. A material assessment could not be performed due to the part not being returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the raw material strength requirements and storage requirements are specified and each lot must be accompanied by a material certificate of analysis. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation due to the part not being returned. A definitive root cause for the bent device could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (inappropriate or excessive force to the device or an impact event inconsistent with normal use). Based on this investigation, the need for corrective action is not indicated.